Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The door not fully latched messages were confirmed and found to be caused by a loose link screw. The link screw was replaced.

Event description:
It was reported that a spectrum pump constantly displayed a door not fully latched message. It was also reported there was no pt injury.